Manufacturer narrative:
Other text: additional contact: (B)(6).

Event description:
Information was received indicating that while in use, a smiths medical cadd legacy plus pump displayed numbers and letters on the screen, as if the pump was just turned on and the program was about to run. It was also reported that the pump was unable to be turned off or check the program. Subsequently, batteries were removes, pump was reset, and it was noted the patient had only received about 15 cc of medication. No patient consequences were reported. No adverse effects were reported.